Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), product type: implantable neurostimulator. Product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 21-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was undergoing a replacement of the implantable neurostimulator on (B)(6) 2020. The lead was plugged into the new implantable neurostimulator , and electrodes 0 and 7 had opens. The health care professional took the lead out and reinserted and then all the electrodes had opens. They then used the wireless external neurostimulator, and the connectivity and impedance values were good and in the normal range. The health care professional reinserted the leads into the implantable neurostimulator, but the manufacturer representative could not reconnect tot he implantable neurostimulator using the tablet despite resetting the tablet and communicator and even changing the batteries in the communicator; however, there was still no connection. The health care professional did not want to use the implantable neurostimulator at that point, so another implantable neurostimulator was opened to resolve the issue. They inserted the lead into the new implantable neurostimulator, made sure that the lead was inserted completely with the set screw tightened, and the health care professional gave a slight tug on the lead. An impedance check showed that electrodes 4, 12, and 13 were greater than 40,000 ohms, but everything else was green/good. The health care professional decided that he was not going to replace the lead wire and chose to close the patient up. Post-op when the manufacturer rep checked the impedances, electrodes 4, 12, and 13 were still showing an open circuit. It was indicated that the patient did not need those electrodes for programming. It was noted that the manufacturer representative was going to check the impedances again at follow-up; however, the date of the follow-up appointment is unknown.